Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that both the pacemaker and right ventricular (rv) lead exhibited occasional noise oversensing resulting in rv pacing inhibition, false high ventricular rate (hvr) episodes and noise reversion. The noise was reproducible when pressure was applied to the patient¿s chest over the pacemaker. Chest x-ray performed revealed no visible damage on both the pacemaker and rv lead. The noise origin could not be determined; the physician elected to explant the pacemaker and capped the rv lead. Both were replaced on (B)(6) 2025. The patient was in stable condition.